Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of heavy menstrual bleeding ('disabling menorrhagia') in a 49-year-old female patient who had essure inserted. The patient's medical history included gravida ii, parity 3, polypectomy, twin pregnancy, foetal death in utero and overweight. Concurrent conditions included gilbert's syndrome and adenomyosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with salpingectomy and preservation of ovaries). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: the withdrawal was performed for medical reasons (medically necessary) main reason for removal: undesirable events (disabling menorrhagia). Essure contributed to the occurrence of this (these) even. Method of removal: total hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 24-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of heavy menstrual bleeding ('disabling menorrhagia') in a 49-year-old female patient who had essure inserted. The patient's medical history included gravida ii, parity 3, polypectomy, twin pregnancy, foetal death in utero and overweight. Concurrent conditions included gilbert's syndrome and adenomyosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with salpingectomy and preservation of ovaries). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: the withdrawal was performed for medical reasons (medically necessary) main reason for removal: undesirable events (disabling menorrhagia). Essure contributed to the occurrence of this (these) even. Method of removal: total hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of heavy menstrual bleeding ('disabling menorrhagia') in a (B)(6) year-old female patient who had essure inserted. The patient's medical history included gravida ii, parity 3, polypectomy, twin pregnancy, foetal death in utero and overweight. Concurrent conditions included gilbert's syndrome and adenomyosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with salpingectomy and preservation of ovaries). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: the withdrawal was performed for medical reasons (medically necessary). Main reason for removal: undesirable events (disabling menorrhagia). Essure contributed to the occurrence of this (these) even. Method of removal: total hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.